Manufacturer narrative:
Added: d3. Corrected: d4 (primary UDI number). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. Section d catalog number was corrected.

Manufacturer narrative:
Corrected information has been provided in d4 and h3. Investigation summary: fluid leak-side arm: the cause of the fluid leak - sidearm was a component failure of the purge sidearm filter due to the origin of the leak coming from the filter vents. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b explant date was erroneously entered on the initial manufacturer device report.

Event description:
A 68 year old male was supported with an impella 5.5 for the indication of postcardiotomy cardiogenic shock (pccs). The device was surgically implanted via the aorta on (B)(6) 2026 at 1:00 am. During support, liquid leakage was observed from the glucose purge side arm. Troubleshooting did not resolve the leak; however, aside from the persistent purge side arm liquid leakage, overall pump function remained normal with no additional device performance issues reported. The patient was successfully weaned from support, and the device was explanted on (B)(6) 2026 at 7:39 pm. Based on the information provided, the event involved a persistent purge side arm liquid leak that did not impact overall pump performance or patient outcome. The patient survived and was successfully weaned. Further investigation will be performed if the product becomes available for evaluation. The impella 5.5 will be conservatively reported for hemodynamic instability with no consequence to the patient.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.